Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 240mg/dl. The customer's expected fasting blood glucose test result range is 80 to 121mg/dl. The customer did report symptom of having a headache. Medical attention is not reported at the time of the call. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 199 and 203mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (B)(6). Customer is concerned with high readings. Result of concern is 240mg/dl fasting. Customer states she does not need medical attention and can continue with this call. Customer states she saw her dr because of high results. Her dr gave her a different meter to use. Customer has been comparing meter to meter as well.